Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer reports that the gauge on her pump indicates a fill estimate lower than what is expected. The issue impacted the customer's blood glucose levels.